Manufacturer narrative:
Waterproof bandages have a 5-year established shelf life. The device has not been returned to 3m for evaluation. Product lot # was not provided, therefore manufacture date is unknown. Review of the product's 2-year complaint history for the reported failure code and the product's global sales code (sxj) found no statistical trends. Without the product being returned for evaluation, root cause can't be determined. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing. End of report.

Event description:
A female customer, age unspecified, applied the referenced bandages to cover a burn wound on the left side of her neck while swimming on (B)(6) 2019. Prior to application, neosporin was applied directly to the wound. The first bandage applied reportedly had neosporin on the adhesive and was removed due to adhesion issues. The consumer washed and dried the skin area. A second bandage was applied. Prior to application, a small amount of neosporin was applied to the bandage pad. The bandage was worn for approximately 7 hours. The bandage was removed that same evening. The bandage was reportedly slightly difficult to remove. The consumer reported she carefully removed the bandage while peeling back. The consumer alleged a red mark, in the shape of the bandage, was visible on her skin. No known allergies/skin sensitives were specified. She alleged the red mark became redder and began to swell the next day. The consumer alleged the affected area began to hurt and burn. The consumer visited a (B)(6) clinic on (B)(6) 2019. The clinic reportedly advised the consumer she experienced a reaction to the adhesive. The consumer was advised to discontinue use of the bandages. The clinic prescribed two weeks of prednisone, hibiclens, aquaphor for moisture, lidocaine, and ibuprofen. The clinic suggested the consumer use paper tape and gauze in the future. She reported the affected area appeared to be slightly improved after two days of prescribed treatment. The consumer reported approximately ¼ of the affected area had begun to clear, the bottom area had scabbed, the burning sensation subsided and she experienced less pain turning her head. After seven days of treatment, the consumer reported the steroids had greatly reduced the inflammation, the swelling went down and the broken skin had healed.